Event description:
It was reported that the patient received a shock and electromagnetic interference from an external source was noted to be present on the recorded episode. The patient had syncope as a result of loss of pacing due to oversensing. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.